Event description:
It was reported that a lead fracture was suspected, and that the fractured part of the lead was "highly possible to be around under the collarbone." The lead was capped and replaced. The device was replaced due to normal battery depletion. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 4473-52 competitor lead implanted: (B)(6) 2009. (B)(4).